Event description:
Patient with thyrotoxic hypokalemic periodic paralysis (thpp) who also experienced a paralysis attack ten days after the administration of radioiodine despite the treatment with propranolol. The patient was admitted to a medical center 10 days after radioactive iodine treatment for several-hour episode of paralysis with areflexia in all four limbs.